Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue was not confirmed as the stent had already been fully deployed. The inner member was noted as separated and stretched. There was noted damage to the sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication or a lot specific product quality issue. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal sheath of the supera delivery system was bent or restricted within in the anatomy preventing the ratchet from engaging the stent properly and preventing full deployment. The inner member separation may have been the result of not retracting the thumbslide proximal to the start position prior to removal resulting in the detachment. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat a chronically, totally occluded (cto) lesion in the right superficial femoral artery (sfa). Due to the cto, the devices were advanced subintimally. The lesion was predilated and a 6.0x150 supera stent implanted in the proximal sfa. Next a 6.0x100 supera was advanced to the lesion and deployment activated, but the thumb slide would not move. There was no movement of the thumbslide and no deployment of the stent. The device was removed without issue. Then, a 6.0x150 supera was advanced to the lesion without issue. Deployment was activated and during deployment, the stent elongated and was partially deployed into the sheath. During removal of the deployment system the nose cone separated. The short sheath was removed to remove the nose cone, and after removal, a portion of the stent was sticking out of the patient¿s skin, so the stent was pulled out; thus, not implanted. The initial stent remained implanted, without issue. There was no adverse patient event or a clinically significant delay in procedure. A new sheath was placed and a non-abbott stent was implanted to complete the procedure. No additional information was provided.